Event description:
It was reported to medtronic minimed that the customer experienced an issue with the sensor earlier after it warmed up and got the low alert on the pump, calibration was not accepted and insulin squirting out. The customer reported blood glucose value of 57 mg/dl. The customer reported hypoglycemia which did not require treatment. Troubleshooting was identified. The event involved product(s) mmt-342, mmt-7040ma, mmt-1884, mmt-441a. The customer was using the insulin pump system within 48 hours of the reported event. Customer was using the auto mode/smartguard feature at the time of the event. The customer entered a new blood glucose to calibrate but calibration was not accepted. The customer did not receive a "change sensor" alert. Explained to wait before attempting to calibrate again after getting a calibration not accepted message. No further patient complications were reported. The customer will continue to use the devices, no product return is required for mmt-342. No product return is required for mmt-7040ma. No product return is required for mmt-1884. No product return is required for mmt-441a.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.